Event description:
It was reported that the customer had high blood glucose levels of 287 mg/dl. The customer reported being in a car accident. The customer treated the high blood glucose levels with insulin shots. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.